Event description:
It was reported by customer that patient was ordered to receive a phenobarbitol drip at 1033. The medication was scanned into the pump and connected to the patient's y-site connector. The pump later alarmed that the medication dosage was complete. The clinician noted medication remaining and added more volume to the drip so the full volume would infuse. Later, when the patient was transferred to ICU it was discovered that the medication had never been administered. No occlusion alarms were noted. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion - phenobarbitol was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.